Manufacturer narrative:
The pump button response functions properly. There was no button error alarms noted. However found trace of moisture damage on the keypad trace. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of button error on the customer's insulin pump. The customer's blood glucose at the time was 430mg/dl. The customer states they treated with manual injection. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.